Event description:
Noise on the far field and rv intracardiac channels led to inappropriate vf detections and inappropriate shocks on (B)(6) 2022. Lead remains implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.